Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported that a foreign matter particulate was found in the 60 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. It was found before use with no report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: return samples received? Yes, photo received. Photo showed reported defect. No retention samples are kept for this product. DHR: no findings in qns/ncmr/DHR about the lot number 7122870 were found. This is considered as an isolated issue. Lot no #: 7122870 catalog #: 309680 quantity produced: (B)(4) pcs. 60ml syringe lots (p/n 8000952) used are 6354673 and 7019654 for lot 7122870. No qn¿s were found for lot 6341563 and 7019654 in sap and incoming inspection records. During the manufacture of this product, 100% visual inspection is performed before packaging the product in dispensers looking for loose foreign material and embedded foreign material in components or inside of the package. During the 100% inspection embedded foreign material was not detected by our operators. Manufacturing review: the manufacturing process was reviewed and no potential failures were identified since only syringe packaging process is performed at nogales facility. Conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on the description received the foreign matter (black smudge/floating particulate matter inside the syringe) maybe potentially caused during the supplier molding process. Product within specification? Yes. Root cause: black smudge/floating particulate: not able to investigate the root cause since this defect is caused in the supplier molding process. The syringe is not assembled in nogales facility.